Event description:
During a premature ventricular contraction (pvc) procedure, a steam pop occurred followed by a cardiac tamponade which required a pericardiocentesis. During the fourth ablation application, a pop was heard. A decrease in blood pressure was observed and fluoroscopy revealed a cardiac tamponade. A pericardiocentesis was performed to stabilize the patient. The pvc focus was at the anterior portion of the right ventricular outflow tract, according to the physician, this anatomical location has a slightly thinner wall compared to other regions of the right ventricle.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.